Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The needle set was attached to the driver and at some point between doing this and positioning for drilling the access needle fell off leaving only the inner trocar attached to the driver. The person who was inserting the device did not realize the two had become unattached and drilled the trocar into the patient's leg only to find out that the access needle was missing. The inner trocar was removed from the patient's leg and a peripheral cannula was inserted. There was a short delay in providing fluids and medication. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The lot number was not provided and therefore a review could not be performed. A photo was provided which showed a 45mm ez-io needle set and a 15mm ez-io needle set, with the cannula and stylet separate. The complainant reported that at some time between connecting the needle set to the driver and placing the io that the cannula fell off. Although it could not be confirmed based on the available information, it is possible for the reported issue to occur if the user mistakenly discards the cannula when the needle safety guard is removed. None of the available information suggests a manufacturing related cause. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The needle set was attached to the driver and at some point between doing this and positioning for drilling the access needle fell off leaving only the inner trocar attached to the driver. The person who was inserting the device did not realize the two had become unattached and drilled the trocar into the patient's leg only to find out that the access needle was missing. The inner trocar was removed from the patient's leg and a peripheral cannula was inserted. There was a short delay in providing fluids and medication. The patient's condition was reported as unknown.